Event description:
It was reported that the user experienced a low blood glucose event with a nadir of 56 mg/dl, called emergency services, received IV dextrose en route, and was discharged shortly after arrival at a local emergency department with instructions to hydrate; the user corrected with oral glucose tablets and noted no preceding meal announcement, while the spouse plans to adjust meal announcement sizes due to typically low carbohydrate intake. Symptoms included no reported clinical manifestations. Outcomes included temporary hypoglycemia requiring emergency medical attention without inpatient admission. Investigation included complaint intake review and user troubleshooting and education regarding hypoglycemia management and meal announcement practices. Investigation of this case revealed no device malfunction reported or observed, and the event was attributed to an unclear cause with potential contribution from carbohydrate intake patterns and lack of a meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.